Event description:
Boston scientific crm received info that this lead and the pacemaker exhibited non-capture and the lead was noted to have impedances less than 100 ohms. In a revision procedure, the lead had normal measures via the pacing system analyzer, less than 100 ohms via the device in the pocket and more than 2500 ohms via the device out of the pocket. The physician elected to explant and replace both lead and device. No adverse pt effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. Particularly with regard to the electrical issues as mentioned in the complaint, the analysis did not show any deviations from the specifications. The cuttings in the outer insulation are most likely due to excessive mechanical stress during the explantation procedure. The analysis did not reveal any sign of a material or mfg problem.